Event description:
The customer reported via phone call that she was going to change the set and when she went to rewind, the pump said no power and was beeping. Customer stated that the act button and the up arrow button were also not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons functioning properly. No damage was noted on the keypad assembly. Inspected lcd connector and no unlocked connector was noted. The insulin pump was received with cracked case at display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.